Event description:
Customer reported that the alarm appears to have some type of damage to it such as: broken case, buttons missing, but customer could not specify the exact damage or issue with this alarm unit. The customer could not provide the date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Result: eval of the returned product found that the alarm was returned with the batteries inside and there is significant battery leakage on the contacts keeping the alarm from powering on with batteries. However, the alarm does power on with 9v ac adaptor and when tested with as sensor simulator, the alarm sounds intermittently. The alarm has been exposed to moisture. The rj-11 pins inside the sensor receptacle are crossed. (B)(4).